Event description:
On june 28, 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his surestep enchanced meter was prompting the error 5 message. The customer care advocate (cca) verified that the patient was using the correct testing technique, the test strip was seated properly, and the test strip holder was damaged. The cca walked the reporter through a retest, and the issue was not resolved. During the course of the call, the reporter indicated that they contacted 911 twice due to the patient experiencing hypoglycemia. The patient had been having headaches, feeling sweaty, and weak. A call was placed to 911 at 1:15 pm. He tested 28 mg/dl on the paramedic's meter. Following a grape juice treatment, he was retested, and a result of 31 mg/dl was obtained on the paramedic's meter. Further treatment consisted of "5% sugar" intravenously. He was transported to the hospital and released at 3:45pm that same day. A second call was placed to 911 at 1:30 am due to another hypoglycemic episode. He tested 28 mg/dl again on the paramedic's meter. During the second eposide the patient was lying on the floor, unable to speak, experiencing a headache, having chest pains, and looking as though he was scared. He was treated with glucose intravenously. Once the patient "came out of it" he stated he was hungry. He was given a sandwich, and tamarind juice. He was transported to the hospital again, and admitted for 4 days. The senoir medical affairs specialist mailed a letter since the patient/reporter could not be reached by tel ephone. It would have been helpful to know how long the meter had been prompting the error 5 message, if he attempted to test on the date of event, his medication regimen, and his diagnosis. This complaint is being reported due to the following conclusion: the meter was prompting the erro 5 messaged which was unresolved with troubleshooting, and he had developed symptoms, and received treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.